Event description:
During verification testing at the service center, the device did not sound an audible alarm tone during an alarm condition.

Manufacturer narrative:
Testing and investigation found the device did not sound an audible alarm tone during an alarm condition. This was due to a lifted pin on the audio transducer. The lifted pin disabled the output of the audio transducer. The cause of the lifted pin on the audio transducer could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.